Event description:
A pharmacist had contacted lifescan on behalf of the pt and reported that their one touch ultra meter was not turning on. Medical affairs specialist called and spoke with the pt's spouse who provided additional info. The pt's meter was not turning on for "a few days." Since the pt only speaks spanish, pt went to the pharmacy for help since pt was not able to turn on their meter for test their blood glucose. Pt was not experiencing any symptoms, at the time of concern. During troubleshooting, it was verified with the pharmacist that the pt was using the correct test strips. Pt was asked to press the power button on the meter, and the meter turned on. However, when asked to insert a test strip all the way into the test strip port, the meter did not turn on. Per the pt's spouse the pharmacist also tried inserting a different test strip from a new vial, but the issue persisted, and the meter did not turn on. The pt had continued to take their insulin and oral medications (dosage not known to their spouse) during the time pt was not able to test on the meter. Pt had not contacted their doctor or gone to the hosp as initially reported by the pharmacy. Therefore, pt did not receive any medical attention or treatment. During the time pt could not test on their meter, pt was testing on their family member's meter and results were all in the "normal range." Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the issue was not resolved. The pt was sent a replacement meter, test strips, control solution, and an owner's manual.